Event description:
In (B)(6) 2021, the healthcare facility ordered a duplicate of device pk623195 to replace identical implant they reported was removed in (B)(6) 2020 to treat an infection. This is the same infection event reported under 3009582-2020-00010 related to device pk623206 (bilateral implant case).